Event description:
A positive immulite 2500 troponin I result on a pt sample was reported to the physician. The pt was admitted to the hospital and was scheduled to be sent to a cardiac care hospital. A new draw from the pt was tested and the troponin result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result is unk. The instrument is performing within specs. No further eval of the device is required.